Manufacturer narrative:
(B)(4). After the submission of initial medwatch report, it has been noticed that (B)(4) is not the manufacturer of the device. The manufacturer has been made aware of the event.

Manufacturer narrative:
Reference record (B)(6). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Knotted tube and bezoar are known complications of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2017, patient had a small bowel obstruction and gangrenous bowel related to knotted distal end of j tube with attached fibrous material forming bezoar. On (B)(6) 2017, patient underwent lap assisted resection of small bowel which prolonged the patients hospitalization. Patient was treated with antibiotics ceftriaxone (IV), vancomycin (IV), tazocin (IV) and metronidazole (IV). Patient has recovered from resection.